Event description:
It was reported that the device was used during a protectomy. It was reported by the rep that when the surgeon attempted to fire a tlc75 linear cutter during this case the device was already locked out. The surgeon tried the tlc75 with a new reload and was still unable to fire it. Another linear cutter was opened and used to complete the case without incident. There was no consequence to the pt.